Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 30 mg/dl and 113 mg/dl; 13 mg/dl and 114 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.